Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that six months post implant the corner of the pacemaker eroded through the skin. Intervention was performed and attempts to remove the right atrial (ra) lead were complicated by lead tip adhesion to the myocardium. The ra lead was capped and the device and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.